Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d1: brand name: unknown / provided d4: additional device information: unknown / not provided d6: d6a. If implanted, give date: unknown g4: premarket identification PMA/510(k) #: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that implant at tooth site 35 was explanted due to fracture. Patient referred pain.